Manufacturer narrative:
(B)(4). Batch n93090. The device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure; the insulated tip of the shears fell off whilst in use inside the patient. The loose part of the shears was removed from the patient¿s abdominal cavity and not retained inside. The faulty device was removed from the surgical field and packed for collection from the company along with the broken insulation segment. No injury was caused because the broken/loose piece of the shears was seen and able to be removed from the patient before it became lost in the abdominal cavity. It is not known how the procedure was completed. There were no adverse patient consequences reported.